Event description:
It was reported that the physician attempted to implant a passive fixation lead in the patient's right ventricle (rv). The physician was unable to fixate the lead. The lead was removed and an active fixation model was successfully implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead analyzed. Blood/body fluid present on proximal conductor and the outer insulation was breached cut; lead damaged at implant.